Event description:
It was reported that the customer was hospitalized on (B)(6) 2024 with an elevated blood glucose (bg) level; specific bg value and cause was unknown. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.